Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic whipple procedure, the staple line was malformed. The physician had to staple around the malformed staples. There was unexpected excess tissue removed. Medical intervention was required to preclude permanent injury. The damage was permanent. To complete the case, the physician used another stapler and switched to a manual stapler. No harm was caused to the patient. The procedure was not extended by 30 min or more.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of sixteen reloads and two photos. Visual and functional evaluation noted that the two opened reloads were fully fired and had deformed anvil clamping mechanisms. The fourteen unopened reloads fired without issue. The photos received from the account noted some unformed staples on one of the staple lines. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.